Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, severe pelvic pain/ pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, umbilical hernia repair, tubal ligation, abnormal uterine bleeding, gravida ii and parity 4. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criterion medically significant), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), headache ("headaches"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhoea (cramping), pain location- uterine (gradual)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis"), depression ("depression"), anxiety ("mental anguish") and migraine ("migraines"), 4 months 3 days after insertion of essure. On (B)(6) 2014, the patient experienced arthralgia ("knee pain, wrist pain"). On (B)(6) 2015, the patient experienced back pain ("back pain, backach"), gastrooesophageal reflux disease ("gastroesophageal reflux disease, esophageal reflux"), asthma ("asthma") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the pelvic pain was resolving and the dyspareunia, headache, infection, menstrual disorder, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, arthralgia, back pain, gastrooesophageal reflux disease, asthma, abdominal pain, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, asthma, back pain, depression, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, headache, heavy menstrual bleeding, infection, menstrual disorder, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2007 plaintiff's underwent treatment due to complications from the essure device. Please note the pregnant state-resolved, incidental ( (B)(6) 2014) stated in the source document is not the pregnancy date. Received treatment for pain, bleeding, psych injury , urinary tract infection diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received-new reporter, medical history, insertion details were added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.